Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file over written. No a35 alarm during test noted. The insulin pump passed the rewind, current test, a21 error test, basic occlusion, prime and displacement tests. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump got caught a couple of times today on anti-theft devices that they use on clothes. Customer stated that during removal, they got stuck to the pump a couple of times and they have magnets. Customer stated that she was getting motion sensor test failure alarms and motor position encoder error alarms on the insulin pump. Customer cannot run the displacement test due to the alarms. Customer was stuck in the rewind loop. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.